Event description:
It was reported that noise was observed on the iegm. The sense/pace and the rv leads were explanted and replaced. During the explant procedure, the insulation was found to be abraded.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It is reported that pt was revised due to loosening.

Manufacturer narrative:
Analysis confirmed the anomaly observed in the field. The reported noise was due to a short circuit between the rv cables and pacing coil caused by an inner insulation abrasion from the inside out.